Event description:
During bile duct stone removal, the physician used a cook memory hard wire extraction basket. It was reported that the user utilized the basket to capture the bile duct stone, after 3 times of stone capture the user detected one of the basket wire broken. The user retracted the basket and cut off the broken wire from the device and continued to remove the stone with the basket, but due to lacking one of basket wire which brings inconvenience to user to operate the basket, the stone removal process was prolonged 15 minutes. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence but procedure time was prolonged by 15 minutes. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow up emdr will be submitted within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket partially advanced and reinserted into the race track. The broken wire, reportedly cut off by the customer, was not included in the return. A yellow substance was observed within the distal catheter. The basket was able to fully advance and retract during handle manipulation with some resistance during both motions, possibly due to the large amount of the aforementioned yellow substance within the distal catheter. A bend was noted at the proximal end of the handle cannula. A small kink in the catheter was noted 18.3cm distal to the handle. The user did not indicate which end of the wire was broken and which they had cut; however, the shape of the fractures, with the distal fracture point appearing "pinched" and the proximal fracture profile appearing to be smooth and flat are believed to indicate it was the distal end of the basket wire which was cut resulting in the "pinched" appearance. Under magnification of the broken wire's proximal fracture point evidence was found of embrittlement of the wire material. There was no evidence of the wire being damaged by the buff process. No other anomalies were detected. A lab meeting was held with production and manufacturing engineering on 12sep2024. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for the basket wire breakage could not be determined. The root cause of the proximal basket wire breakage was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.